Event description:
Reaction occurred after PICC was placed, catheter appeared to be in the correct position. Pt appeared suddenly flushed and complained of not feeling like they could breathe, feeling hot, and low back pressure. I immediately retracted the catheter approx. 10 cm and waited for the episode to disappear. Pt¿s blood pressure dropped slightly.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number, (411610).